Manufacturer narrative:
The user reported discrepancies between his bg and sg readings. Multiple attempts were made to follow up with user, but user remained unresponsive.case was escalated where based on review, support found that the system was going through a period of instability, and provided steps for user to perform a sensor re-link. Customer care was unable to deliver escalated response as the user was still unresponsive. A message was left with the reason for the call and eversense customer service line phone number and operational hours.dms review shows usage of the system and information up to date. B4.date of this report 12 jan 2026. G3.date received by the manufacturer? 12 jan 2026. H6. Type of investigation updated to 4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4314.

Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported discrepancies in their system. Adc attempted multiple times to contact the user for follow-up; however, these attempts were unsuccessful, and the case was escalated.following escalation, the user was requested to re-link their sensor. Despite repeated outreach, the user did not respond, and the re-linking procedure could not be completed.a dms review indicates that system usage and device information are up to date.